Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "pain, deformity and firmness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, deformity and firmness, device had flipped upside down, creased down the middle.

Event description:
Healthcare professional reported "pain, deformity and firmness", "looks weird but no rupture has been verified". Healthcare professional later reported "device had flipped upside down and was creased down the middle". This record is for the right side. Device was explanted and replaced.